Event description:
The customer states that one pt's initial aeroset sodium assay result of pt's initial aeroset sodium assay result of 181 meq/l repeated at 143 meq/l. No additional pt info is available. Controls were within specifications. There is no impact to pt management reported.